Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient was advised to forget transmitter in (B)(6) settings, remove all (B)(6) devices in immediate area, reset smart device and start dexcom application to start new pairing session. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/08/2016 and did not confirm the reported loss of connection. No additional patient or event information is available. No additional patient or event information is available.